Event description:
It was reported that the pt came to his annual fitting, and it was seen that 11 of the electrode channels had high impedances. There has been a progressive change in the electrode impedances thought to be caused by mechanical stress.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.